Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with mentor smooth round high profile 270 cc saline breast implant on one side and unknown saline implant on the opposite side which the patient reported having generalized illness: fatigue, brain mist, difficulty to be concentrated, loss of memory, muscle pain, joint pain, hair fall, dry skin, weight taking, cardiac palpitations, very big tensileness, insomnia, difficulty to be aware, leverage arms legs, electric shock, burning pain around the thoracic wall, hands and cold weight, vertigo, chronic neck, shoulder and back pains, change of pigmentation, digestive problem, cough, cold, headache, mood change, big anxiety...at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the unknown saline side.